Manufacturer narrative:
Corrected data: b5.- an article was published in the chinese medical journal, citing a case study of "corneal refractive surgery and phakic intraocular lens for treatment of amblyopia caused by high myopia or anisometropia in children". The patient(s) experienced pigment dispersion, sig reduction ecc, and iridocyclitis. The article reported, "the major postoperative complication in p-ioli group was related to endothelial cell loss. Other postoperative complications included temporary pigment dispersion and acute iridocyclitis". Additionally, it was reported that "in our system review study, the average endothelial cell decrease rate (7.85+/-5.23)%" and that "no research reported vision loss or severe corneal complications caused by the loss of endothelial cell". H6.- health effect- clinical code (e): 4581- 'sig reduction ecc/ pigment dispersion/ iridocyclitis' should be added. Claim# (B)(4).

Event description:
An article was published in the chinese medical journal, citing a case study of "corneal refractive surgery and phakic intraocular lens for treatment of amblyopia caused by high myopia or anisometropia in children". The patient(s) experienced endothelial cell loss. Temporary pigment dispersion. Acute iridocyclitis. Medication administered. The article reported, "the major postoperative complication in p-ioli group was related to endothelial cell loss. Other postoperative complications included temporary pigment dispersion and acute iridocyclitis". Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6- health effect- clinical code: 4581- endothelial cell loss. Temporary pigment dispersion. Acute iridocyclitis. Claim# (B)(4)